Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl with trace ketones. The customer delivered boluses with the pump, but stated that bg levels did not respond. The customer took manual injections and bg lowered to target level. A system check performed with tandem technical support indicated that the pump was operating as expected.